Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl at the time of incident. The transmitter loosed their connection because of no signal and at one point she got below 40 mg/dl blood glucose and was found unconscious for a few hours. The customer treated with food. The customer slept at 10 am with blood glucose 150 mg/dl and was woken up by her husband at 2 pm passed out with blood glucose of 36 mg/dl. The customer also mentioned other blood glucose value such as 238 mg/dl. The insulin pump was not on auto mode at the time of incident. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.